Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced blood loss while using a one-link device. The one-link device disconnected from the extension set which resulted in blood leaking from the extension set. The amount of blood loss was unknown. Treatment for the event and the patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.